Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, best estimate is since (B)(6) 2019. If explanted; give date: not applicable as the lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the lens was not returned as it remains implanted. The reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed and no nonconformance or deviation were found during processes related to the complaint issue reported. The product was manufactured and released according to the specifications. A search of complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
A female patient reported issues with an intraocular lens (iol), model zcb00 which was implanted in the patient's right eye (od) on (B)(6) 2019. The patient reported of pressure issues, she feels that the eye is swollen, sees floaters, wiggles with tired eyes and that outside vision is not clear. The patient is using over the counter drops given by the doctor¿s office. The patient indicated that she has pain and blurry vison in the right eye (od) all day. The patient did not have floaters before the surgery, but has floaters now in both eyes; however, the right eye is worse. The patient referred to another doctor for a 2nd opinion who told her that it could have been premature cataract, meaning that she was not at the point that needed the cataract surgery. The patient gets headaches and reported that her distance vision after the surgery was better and now it is worse. The patient also has dry eyes, which is worse in the right eye (od). At the end of (B)(6) 2019, the patient was given prescription for her dry eye but since she had allergic reactions, she stopped using the medication. Instead the patient is using over the counter eye drops. The patient also complained that the depth of color has change with the artificial lenses and that she noticed that issue when the first eye¿s lens was implanted. The patient was also given glasses and that did not work for her despite her visiting the doctor 3 times/ changing the glasses. So the patient is using over the counter cheaters (glasses). The patient states that she has to wear glasses all day for her work and she still has issues with her vision. The patient saw her doctor who thinks the patient maybe allergic to the material of the lens. The patient is going to see another doctor for an additional opinion. The patient indicated that it was initially the right (od) that was bothering her but now she has floaters in both eyes and is bothered in both eyes. The patient noted that it is difficult to perform her daily activities. No further information was provided. This report pertains to the patient's right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.